Event description:
The facility reported that the device overinfused during patient use with no patient injury or medical intervention. The patients tpn infusion commenced at 1900 hrs. The total volume of the bag was 829.4 ml and the vtbi was 770 mls. The pump was programmed in 25 periods. 1-12 periods was a rate of 61 mls, 13 period rate was 31 mls, 14 period rate is 7 mls, and 15 period was 0 mls. The infusion should finish at 0900 hrs, but it finished at 0730hrs, 1.5 hours early. There is no additional information available.